Event description:
It was reported that during the implant attempt, the lead had high impedance when tested bipolar connection with the analyzer. It was thought that the cathode wire was broken because when the lead was connected unipolar (via cathode), the impedance was also high. Then when the lead unipolar connection was tested, the impedance was ok. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.